Event description:
A nurse had a needlestick when using a saf-t-jet prefilled syringe of phytonadione 1 mg/0.5 m. "After injecting baby with im phytonadione I closed the saf-t-jet and laid it aside. When I picked it up to put it in the sharps container, the needle stuck me. The safety mechanism on this brand does not close as well as kendall's safety needles." She states the protective mechanism was partially activated.